Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that on or about (B)(6), 2007 the plaintiff was implanted with a monarc sling system "to treat pelvic organ prolapse and/or urinary incontinence." It was alleged that the plaintiff "began experiencing mesh erosion, mesh exposure/extrusion/protrusion, pain, pain with sexual intercourse, urinary problems and the need for additional surgery some time after implant." It was also alleged that the "plaintiff returned to her physicians several times due to complications and problems," the "plaintiff suffered, and continues to suffer, serious bodily injury," and has other injuries.